Event description:
It was reported by the customer, "I accessed a patient's port for her chemo. I started the patient's fluid. The patient called me into the room, because the tubing seemed to be leaking the saline that was running. I stopped the fluid and changed the micro clave, thinking it was leaking from that. I restarted the fluid and it continued to leak. I changed the micro clave again, and watched the line. It appeared to be leaking from the actual power lock, just about where the micro clave connects."

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.